Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient's device was not working and didn't sync up. It was stated that the patient was having a trouble synching the patient programmer to the ins and was unable to increase. The patient programmer screen said that it was trying to increase and decrease for an inactive program in the controller manual. It was noted that the they were trying to increase back to 4.0 but the patient was set to 3.9. It was reviewed with the patient if stimulation was off but they turned stimulation back on. It was not determined which screen was seen prior to stimulation was turned back on. It was confirmed that the patient could feel stimulation now but the stimulation was hurting the patient. The patient was able to decrease stimulation and stated that the issue was resolved. It was stated that they may have accidently used the wrong button on the patient programmer and they weren't sure when the patient was or wasn't feeling stimulation because the patient had dementia so the patient wasn't asked. It was also reported that stimulation was increased a couple things every 3-4 days and the patient had seen an improvement with the ins. The patient used to catheter 4 times a day but not is down to catheterizing 3 times a day. There were no further symptoms or complications reported or anticipated.